Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the pump fell off the bed and hit the floor and the touch screen became shattered. Customer was no longer able to see the display due to the damage. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.